Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 200 mcg/day at a concentration of 2000 mcg/ml of lioresal baclofen via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that after normal pump replacement the patient was showing signs of withdrawal and under dose. The patient's dose was 550 mcg/day before the replacement and 200 mcg/day after. The new dose was configured by scenario that was presented. The doctor went with what seemed to be the best for the patient because of the past medical and current pump scenario. The patient was admitted for monitoring and their status was unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.